Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 1. During the investigation, it was confirmed that both reported results were obtained using system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.

Event description:
Customer reported she received the following results on 2 different meters within 1 minute: 111 mg/dl (aviva system 1) and 68 mg/dl (aviva system 2). No adverse event reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.